Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product left conforming to print as there was no evidence that states otherwise. The instrument thread was subjected to a bending overload during the insertion of the stem into the femur and the instrument fractured at the thread. Based on these results the complaint is considered confirmed.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial right total hip procedure on (B)(6) 2015. During the procedure, the tip of the inserter fractured off into the stem while the surgeon was impacting the stem. The tip of the inserter remains in the stem. The surgeon used another impactor to finish the procedure. The impactor was also found to have a cracked handle.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent an initial right total hip procedure on (B)(6) 2015. During the procedure, the tip of the inserter fractured off into the stem while the surgeon was impacting the stem. The tip of the inserter remains in the stem. The surgeon used another impactor to finish the procedure.